Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing on the sensor. Customer's blood glucose level was unknown. Customer reported that the sensor was stopped working because of sensor updating error. Customer reported transmitter did not blink on the sensor. Sensor will not be returned for analysis.